Event description:
It was reported to our sales rep. Per (B)(6) by nurse at (B)(6) hospital that, the outer and inner blister lid opened at the same time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available then it will be submitted in a supplemental report.